Manufacturer narrative:
Method: not applicable. Results: not applicable. Conclusion: no known device issue.

Event description:
It was reported that; the cage would not expand, felt like it was losing pressure. The cage was inserted, rotated into proper alignment, syringe was snapped onto the inserter. The surgeon started to turn the syringe and the cage expanded about 1mm. The surgeon continued to turn the syringe and the cage would not expand further. The pressure gauge never came up. The surgeon then tried to back the pressure off, disengaged the syringe, tried to shrink the implant with no luck. He tried to slaphammer the cage out and the cage disengaged from the inserter. He then replaced the tubing and all o-rings on the inserter. He put the inserter back down the tube into the disc space and was able to reengage the cage. He then got the cage back into proper alignment, snapped on the syringe and started to expand the cage. Once again, the cage only expanded 1mm and surgeon continued to turn the syringe, still no further expansion or pressure. He turned the syringe until it was fully seated and all of the saline was out of the syringe and the cage would still not expand. At that point, he tried to slaphammer the cage out again and the cage disengaged again from the inserter. He then tried to remove the cage with an upturned curette and was unable to remove. The surgeon decided to leave the cage in the current position. He then backfilled the patient with autograft for structural support and then put in pedicle screws.

Event description:
It was reported that; the cage would not expand, felt like it was losing pressure. The cage was inserted, rotated into proper alignment, syringe was snapped onto the inserter. The surgeon started to turn the syringe and the cage expanded about 1mm. The surgeon continued to turn the syringe and the cage would not expand further. The pressure gauge never came up. The surgeon then tried to back the pressure off, disengaged the syringe, tried to shrink the implant with no luck. He tried to slaphammer the cage out and the cage disengaged from the inserter. He then replaced the tubing and all o-rings on the inserter. He put the inserter back down the tube into the disc space and was able to reengage the cage. He then got the cage back into proper alignment, snapped on the syringe and started to expand the cage. Once again, the cage only expanded 1mm and surgeon continued to turn the syringe, still no further expansion or pressure. He turned the syringe until it was fully seated and all of the saline was out of the syringe and the cage would still not expand. At that point, he tried to slaphammer the cage out again and the cage disengaged again from the inserter. He then tried to remove the cage with an upturned curette and was unable to remove. The surgeon decided to leave the cage in the current position. He then backfilled the patient with autograft for structural support and then put in pedicle screws.